Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis of a gastric ulcer. According to the complainant, the tip of the injection gold probe device was missing from the end of the probe; this was noticed upon withdrawal of the device. There was no damage noted to the packaging, or device prior to placing it down the gastroscope. The procedure had been successfully completed with this device. The tip of the injection gold probe was found in the gastroscope channel, and it was removed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis of a gastric ulcer. According to the complainant, the tip of the injection gold probe device was missing from the end of the probe; this was noticed upon withdrawal of the device. There was no damage noted to the packaging, or device prior to placing it down the gastroscope. The procedure had been successfully completed with this device. The tip of the injection gold probe was found in the gastroscope channel, and it was removed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination found that only the ceramic gold tip of the injection gold probe was returned for analysis. A fracture was observed at the tips proximal side. Further material analysis revealed that the failure occurred in a high stress region susceptible to side impact force due to its rigid nature. No material anomalies were identified. The condition of the returned incident device was consistent with the complaint that the tip detached. The evaluation attributed this failure to a bending overload. This issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.